Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Insulin pump was unable to verify no delivery alarm due to prime anomaly. Insulin pump received with minor scratches on display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a motor error and no delivery alarms. Customer's blood glucose was 156 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.